Event description:
Customer reported that he was hospitalized due to low blood glucose level. Customer's blood glucose level when hospitalized was 39 mg/dl. Customer stated that he was in a car accident and he was the driver. Customer states that low blood glucose levels were cause of the accident. Customer states that he was not wearing sensor during time of accident. Customer's dad kept calling about customers transmitter. Customer's dad was not aware that customer's transmitter was broken or when it broke. No further information to report.

Manufacturer narrative:
The transmitter was received with a damaged connector. Transmitter passed functional test with isig value 36.58na, vctr -1.06v, battery voltage 3.96v, frequency 916.51hmz, amplitude -20.70db. Please see medwatch report number 3004209178-2014-84963.